Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-oct-2024 investigation summary bd received (B)(4) samples for investigation. Ten of the customer samples were randomly selected and subjected to sleeve function testing using 30 tubes per needle. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during draw. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the rubber sleeve did not slide over the non-patient end needle properly causing sample to leak. The event occurred once. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve function/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function/leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the rubber sleeve did not slide over the non-patient end needle properly causing sample to leak. The event occurred once. There were no health consequences or impacts reported.